Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump administered excessive extra doses and overdose was reported. Per reporter the lock on the pump was set to one hour instead of three and the patient would take five extra doses sometimes. It was reported that subsequently the night pump would be locked at "3 o'clock." No adverse patient effects were reported.